Manufacturer narrative:
The actual device was returned to the manufacturer for analysis. The reported symptom code blank screen was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. The functional check failed due to a blank display. A burnt transformer located on the inverter board caused the blank display. The damaged inverter board was replaced with a known good board to verify display functionality. The cycler was powered on and the display proceeded to function as designed. The inverter board will be replaced in production during the refurbishing process. During the internal inspection, an extra compressor bracket grommet was found. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank. The power cord was properly connected in both ends. The cycler was rebooted and the ok and stop buttons lit up, however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reverted to manual supplies to complete their treatment. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.